Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness and syncope. It was noted the right ventricular (rv) lead had the following issues; fracture, pacing failure, high impedance, oversensing and oversensing due to noise. The lead was implanted out of service and replaced. No further patient complications have been reported as a result of this event.